Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain complete patient information. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference numbers: 1627487-2022-01568, 3006705815-2022-01452. It was reported that the patient was unable to put their system into MRI mode. Diagnostics revealed impedances issues on a couple of contacts. As a result, surgical intervention was undertaken wherein the entire scs system was explanted. It is unknown what device caused the impedances problems, therefore all devices are being reported.